Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 has a broken air detector sensor. No patient adverse events reported.

Manufacturer narrative:
Other text: returned device was received in good physical condition. During the evaluation of the device, there was an air detector sensor found broken due to customer damage which was causing the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.